Event description:
Previous attune revision performed on (B)(6) 2022 at (B)(6). Has presented as infected, was transferred to (B)(6) with some associated skin compromise, will need plastic surgery potentially if free flap of skin required, this is the reason for transfer to (B)(6). Procedure today was a wash out and debridement with exchange of polyethylene insert. Doi: (B)(6) 2022; dor: (B)(6) 2022 unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.